Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, minimum fill messages with multiple cartridges. Reportedly, the cartridge was filled with 300 units of insulin. It was confirmed that the customer has manual injections available. Several hours later, during a follow-up call, the customer reloaded the cartridge and successfully completed the load process. The customer's blood glucose level was 147 mg/dl.